Manufacturer narrative:
A correction is due to information pertaining to the complaint details received july 29, 2015 from the manufacturing site, but this information was not included on the initial MDR submitted on (B)(6) 2015. The (B)(6) are the same facility and not two separate facilities. It was two incidents at (B)(6). Customer received the information from end user on (B)(6) 2015, we received the information from customer july 15, 2015. The local case ID for initial complaint and the new complaint form should be the same. The lot # for this complaint was never received from the customer. A related investigation was performed using product reference # (B)(4), but the lot # is still unknown. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event information has been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that during the use of suction device that it could not be used with endotracheal tube as the cuffline of the tube "could not be pulled back" due to a shrink-wrapped narrowing of the endotracheal tube near the cuffline. The complaint further reported that the device could not be used and the patient had to be re-intubated. They went on to report that there was no harm to the patient.